Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an empty labeled winding former and detached needle of the product code w8556 could be observed. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device lot number qmbauj, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a valve replacement procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened when sewing the pericardium. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.